Event description:
It was reported a 774f75 had inaccurate cco values during use. The value shown on the monitor was 0.8 (l/min), which was lower than expected, and it was confirmed before using the heart-lung machine. The patient's blood pressure was not very low. The issue was not resolved by replacing the connecting cable. No catheter replacement was performed. It is unknown if any error messages were displayed or if the values were affected by the patient condition. The logs/data were not available. There was no occlusion, leakage or kink found in the catheter. Patient demographics were requested but unavailable. No treatment was given to the patient based on the inaccurate values. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record will not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional product codes are dqo, dqe, and kra.

Manufacturer narrative:
A product evaluation was completed on the returned 774f75. The reported event of cco measurement issue was confirmed. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per hemosphere manual. It was able to start cco monitoring, however, approximately 20 sec after start monitoring, "catheter verification: use bolus mode" error message was shown and stopped cco monitoring. According to the operator manual for hemosphere monitor, one of possible causes for this message is "cco cable malfunction" and a suggested action is "perform patient cco cable test." The cable used in this evaluation was verified by the cable test function of hemosphere monitor and passed the test. Thermistor and thermal filament circuit was continuous, there were no open or intermittent conditions. Tc value was marked in red when the catheter was connected with eeprom reader. Resistance value of thermal filament circuit was in specification. Distal and proximal thermal filament cover was torn. The torn edges matched up. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. No other visible damage or abnormality was observed from catheter body, balloon, or returned syringe. Lot number was found with returned product. It was previously reported that the lot number was unknown. Lot number is 65582388. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the complaint investigation, the failure could not be associated to a manufacturing defect. Even though product evaluation confirmed that an error message appeared on the monitor, both the temperature and resistance values were within the specifications when the thermistor was submerged in water. Also, the thermistor and thermal filament circuit was continuous and there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The finished good work order was verified and 100% of the units were inspected and documented correctly for the electrical inspection. Furthermore, the calibration certificate reports were obtained for the cats/cedv machinery and the digital multimeter for the heater resistance used when welding the eeprom to the circuit board, and no corrective maintenance was reported at the time the affected final assembly work order. A device history record review was completed and documented that device met all specifications upon distribution. It was previously reported that the event date was unknown. Per report from customer, the correct date is 01oct24.